Event description:
Information received from the field notes measured battery data of 2.57v, 31ua, 4.5 kohms. The device was programmed to a base rate of 70 ppm and paced 100% in both chambers. A post implant current drain reading was 33ua. A follow-up was scheduled.